Manufacturer narrative:
G2 correction, "health professional" was in advertently selected on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of user-provided reprocessing procedures revealed some unclear areas. The sites where cleaning solutions and brushing were performed, the endoscopic cleaning equipment used, and the cleaning solutions and disinfectants used for this. Buccal tube temperature and oxygen level of the equipment were also unclear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following items were confirmed in the instructions for use: (cleaning/disinfection/sterilization). Testing methods for accessories in section 2. Functioning and inspection of accessories used in reprocessing. Cleaning agents and reprocess methods that can be used in chapter 3 applicable reprocess methods and chemical agents. Reprocess procedures in "chapter 5 reprocess of endoscopes (and accessories together)" are described. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. It was unknown if a suction pump was used to suck water through the forceps/suction channel. The endoscope was immersed in detergent if not manually cleaned within one hour after the procedure. The device passed the leak test. The cleaning solution used was an enzymatic neutral detergent, of which the manufacturer is unknown. The suction channel, suction cylinder and forceps channel were brushed. The automated endoscope reprocessor (aer), detergent, and disinfectant used were unknown. All channels were connected when the endoscope was in the aer. The disinfectant solution concentration and expiration date was controlled. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device drying method was unknown. It was stored in a storage cabinet without a drying function. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during routine culture testing, the rhino-laryngo videoscope tested positive for unexpected contamination. The distal end was sampled and detected over 20 colony forming units (cfu) of common bacteria, according to the customer. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for other devices associated with this event.